Manufacturer narrative:
The customer was not sure if the sample probe was cleaned (B)(6) 2023. The customer states the probe is normally cleaned daily. Upon review of the alarm trace an abnormal aspiration error occurred shortly before the sample was pipetted. Alarms indicating skipped cuvettes were also observed on (B)(4)2023. The customer replaced the sample probe. The field service engineer performed probe adjustments and adjusted the probe wash. The washing mechanism was checked and tubing was exchanged. Precision studies were performed. Test runs were carried out and the device was working correctly. Controls were run. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated, they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 701 module. The sample initially resulted in a glucose value of 21.18 mmol/l and this value was reported outside of the laboratory to the doctor. The initial value was not believed to be correct and the sample was repeated, resulting in a glucose value of 5.47 mmol/l. The sample was also repeated on a second analyzer, resulting in a value of 5.7 mmol/l. The glucose reagent lot number was 67427101, with an expiration date of 31-jan-2024.